Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: exchange -- rupture noted at explant. Device photo evaluation: visual analysis of the photographs identified: anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. Rupture: no observed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side textured to smooth exchange. It was noted that the device was ruptured. The device has ben explanted and replaced.

Event description:
There are currently no reportable events against device on record. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, h6.